Event description:
It was reported that the customer's insulin pump had a blank display. Her blood glucose level was between 180 mg/dl and 188 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a broken reservoir tube lip.